Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 259, 159 mg/dl. Tests were done within 10 minutes w/ a difference of 42%. Pt did not experience any adverse events. No further info has been reported.